Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator did not shut off at the end of breath and was forcing exhalation (should have been an inspiratory breath and exhalation breath). The device was on 20 frequency tidal volume going on the test lung to about 40 and then stopped. The event occurred during testing. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a defective/worn input manifold. The service history review identified no indication that the complaint was related to a service of the device within the review period.